Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device bipolar foot pedal activates automatically. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device bipolar foot pedal activates automatically.